Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the hematoma was coumadin blood thinner. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025, and titrated on (B)(6). Following the procedure, the patient experienced a hematoma. Following a wound check, the hematoma was drained and the incision was re-sutured. Per the opinion of the physician, the root cause of the hematoma was coumadin blood thinner. The patient was doing better and the hematoma was decreasing and resolving. The patient also experienced a tinge in their neck that was felt on a regular and short acting basis. The tinge was suspected to be barostim daily impedance check. There was no additional intervention planed and the stim was being monitored.

Manufacturer narrative:
Updated fields cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and titrated on (B)(6) 2025. Following the procedure, the patient experienced a hematoma. Following a wound check, the hematoma was drained and the incision was re-sutured. Per the opinion of the physician, the root cause of the hematoma was coumadin blood thinner. The patient was doing better and the hematoma was decreasing and resolving. The patient also experienced a tinge in their neck that was felt on a regular and short acting basis. The tinge was suspected to be barostim daily impedance check. There was no additional intervention planed and the stim was being monitored. The patient was seen for a follow up on (B)(6) 2025 and it was noted that the stim resolved with no additional concerns.